Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing showed the device alarmed and displayed error code 104 on power-up. The investigation determined that a defective motor due to high current was the cause of the reported issue. The motor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump alarmed system fault. It was reported that there was no patient involvement, the issue was found during routine testing. No adverse effects were reported.